Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, the patient presented to the emergency department after hearing their device toning. A chest x-ray was performed as there was a possible "implantable cardioverter defibrillator (ICD)&#833;lfunction." The pocket was reopened and the right ventricular (rv) lead was reconnected to the device and was fully inserted back in. The lead and device remain in use. No patient complications have been reported as a result of this event.